Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The cable was replaced and the issue was resolved. The cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following cable replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was having difficulty transferring images to the mobile view station (mvs). It was reported that the initial 3d scan was acquired and transferred normally. The second spin that was taken completed successfully, but did not load on the mvs. A third spin was taken, which resulted in only 2 images being transferred to the mvs. Finally, a 4th spin was acquired and transferred normally to the mvs. The procedure was then completed successfully after a 15 minute delay. The patient was not impacted.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The interface cable passed bench 100t and gbit communications testing as well as continuity testing. The cable was installed in a test imaging system and the system initially readied and functioned as expected. 2d and 3d images were successful and displayed on the mobile view station (mvs). Store and recall functioned as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).